Manufacturer narrative:
H3: customer report of calcification was confirmed. Report of stenosis was unable to be confirmed in the as received condition. As received, two leaflets had cuts of approximately 11mm x 16mm on leaflet 2, and 10mm x 16mm on leaflet 3. The cuts had a smooth and straight edge; returned leaflet fragments match up with valve. X-ray demonstrated wireform intact; moderate to heavy calcification was observed on leaflet 1 and minimal calcification was observed on the remaining sections of leaflets 2 and 3. Heavy calcification was observed on leaflet fragments. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3mm at commissure 1, leaflets 1 and 2 by approximately 1mm at commissure 2, and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Multiple sutures remained attached around the sewing ring. Sewing ring was cut around the valve and exposed metal band on the inflow aspect around commissure 2. As received, black mold-like particulates were found on the returned leaflet fragments and valve sewing ring. Updated sections: g3, g6, h2, h3, h6 device code(s), and type of investigation.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm 7300tfxj valve, implanted five (5) years and eleven (11) months, was explanted due to mitral stenosis secondary to calcification on the leaflets. The patient presented with symptom of breathlessness. The device was explanted and replaced with a 25mm 11400m valve. The patient status was reported as "recovered". The device was returned for evaluation.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.